Manufacturer narrative:
Philips service performed a reboot and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B) (4)).

Event description:
It was reported to philips that the device failed to turn on, and a power supply issue was suspected on a azurion 3 m15. The clinical use of the system was outside of use. There was no reported patient or user harm.